Manufacturer narrative:
Product analysis : analysis could not confirm the customer comment of the programmer exhibited the autonomous cursor issue after it was updated to the newest version. However analysis was able to confirm the customer comment that the programmer displayed black screen and error code upon turn on. It was noted that the logo button was missing and left keyboard hinge was broken. The system fan was noisy. The micro processor unit (mpu) board and hard disk drive were out of specification. An electromagnetic interference repair was performed as a preventative measure. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer exhibited the autonomous cursor issue after it was updated to the newest version. Additionally, it was also reported that the programmer displayed black screen and error code upon turn on. There was no patient involvement.